Event description:
It was reported that, the issue was observed during equipment check after being washed. No patient involvement. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter is a j&j sales representative. A device history record (DHR) review was conducted: device history lot - part # 05.000.008, synthes lot # 006758, supplier lot # n/a, release to warehouse date: 14 dec2017, manufactured by: synthes (B)(4). No ncrs were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.